Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with no packaging was returned for evaluation. In addition, one photo was provided by the facility. The photo was evaluated and returned sample was functionally tested. The reported defect of leakage was not able to be replicated or confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that the micron filter leaked chemotherapy drug. No injury reported.